Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable result from coaguchek xs meter (B)(4). The result from the meter at 8:30 am was >8 inr and the result from the laboratory at approximately 10:00 am was 4.7 inr. The customer did not know what method was used in the laboratory. For the initial testing, the customer did not know which vial of strips was used as they had three open vials. The customer retested the same patient about 3:00 pm with a new vial of the same lot number of strips and the result was 6.0 inr. A different finger was used for this testing. The physician believed the laboratory result to be correct and decreased the patient's coumadin. The patient was not adversely affected. The therapeutic range was 2-3 inr. The patient was not suffering from an autoimmune disease and had no renal or liver insufficiency. The patient was not known to be anemic, was not on heparin or direct thrombin inhibitors, and had no antiphospholipid antibodies. The suspect meter and strips were requested to be returned for investigation. The customer agreed to return all three vials of strips. Replacement product was sent. Relevant retention test strips (lot 121349-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1: master lot and retention meter / customer meter and master lot strip 2.4 inr/ 2.4 inr. Donor 2: master lot and retention meter / customer meter and master lot strip 3.0 inr / 3.0 inr. The returned strips and a retention meter were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.9 inr and 2.2 inr. Donor hct: 41% and 44%. Testing results: donor 1: master lot / customer strip and retention meter. 2.6 inr/ 2.5 inr. Donor 2: master lot / customer strip and retention meter. 3.2 inr/ 3.1 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification.